Event description:
Patient came to the emergency room for alcohol abuse. The patient was disoriented but alert. A lab blood glucose was drawn at 7:03 pm, and a test was done on the inform ii at 7:42pm, with a result of 320mg/dl. They treated the patient with 5 units of short acting insulin at 8:07pm, using the inform ii result. He was found unresponsive, pale and sweaty at 8:46pm. The lab result that was drawn at 7:03 came back at 8:46 pm with a result of 99mg/dl. They tested on the inform ii at 8:46 and result was 45mg/dl. They then treated the patient with 50ml of glucose dextrose at 8:46 pm. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.